Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4058m52 lead, implanted: (B)(6) 1994.

Event description:
It was reported that the right ventricular (rv) lead impedances were low, triggering a warning and polarity switch. The device was reprogrammed back to bipolar with lead set to "monitor only." The lead remains in use and no patient complications have been reported as a result of this event.